Event description:
An intervention was performed to replace the associated v-lead, which was measuring high impedance. Connection difficulties relative to the subject pacemaker with the new lead were incurred by the physician. Clicking of the associated screwdriver was obtained, but the lead could be easily removed with the recommended pull test. Another pacemaker was subsequently implanted.

Manufacturer narrative:
On (B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.